Event description:
It was reported to nova biomedical that a consumer administered an unk amount of insulin based on an allegedly high reading she received on her blood glucose meter. Subsequently, the consumer experienced a hypoglycemic event which required medical intervention at the hosp. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.